Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported through a regulatory agency "rupture". Later, healthcare professional reported "breast calcification" and "axillary lymph node enlargement". This record is for the left side. Device was explanted. This record is no longer reportable to the FDA due to no complaint against the device and device is not PMA approved.. Therefore, this record will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.